Event description:
The following is reported to rwmic: event description: during the procedure, the bipolar wolf resectoscope 26 french loop electrode broke off inside the uterus. Md, using another resectoscope was able to retrieve the small loop that had broken off in the uterine cavity, without injury to the pt. What was the original intended procedure? Hysteroscopic myomectomy. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Device evaluated by MFR: ra number was provided to facility, device has not been received as of (B)(4) 2011. Suspect medical device: part number was originally reported as 4622133, this was in error. Rwmic will verify part number and lot number when actual product is received.